Event description:
Event description guidant received information that the lead impedance measurement for this lead during the implant procedure through the pacing system analyzer was >2000 ohms. However, once connected to the pacemaker, the lead impedance measurement was 1501 ohms.